Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia. The customer blood glucose level was 430 mg/dl- 480 mg/dl it get down to 192mg/dl and before they left it was 188 mg/dl. The customer stated that the symptoms related to high blood glucose such as headache, nausea and blur vision. Customer had using insulin pump system within 48 hours of reported high blood glucose event. The device will not be returned for analysis.